Manufacturer narrative:
The insulin pump was received with a blank display, fault isolated to electrical board. We were unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify missing segments and partial display due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a solid white display. The customer's blood glucose level was 334 mg/dl. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.